Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. The patient experienced undisclosed injuries and underwent an open revision surgery on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain.